Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), fallopian tube perforation ('the essure device protrudes into the wall of the right fallopian tube at the cornu with surrounding inflammation and fibrosis') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "the fibers are when she was menstruating. Like stringy things coming from her lower lady part". The patient's medical history included headache, pseudotumor cerebri, disturbance of skin sensation, numbness in face, attention deficit/hyperactivity disorder, pregnancy (B)(6) 2004 and (B)(6) 2006), morbid obesity and abortion. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2006 to october 2006, stool softener from (B)(6) 2006 to (B)(6) 2006 and iron supplements from (B)(6) 2006 to (B)(6) 2006. Concurrent conditions included neuropathy peripheral, seizures, migraine, tobacco use disorder, hidradenitis, congenital genital malformation female, convulsions, menometrorrhagia, paratubal cyst, bicornuate uterus, inflammation and fibrosis. Concomitant products included intrauterine contraceptive device, nsaids from (B)(6) 2006 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2015 and progesterone from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), depression ("psych injury/depression/psychological or psychiatric problems condition: depression"), hypersensitivity ("allergy: other"), urinary tract disorder ("urinary problems: other"), bladder disorder ("bladder problems: other"), anxiety ("psych injury/ anxiety/mental anguish"), dyspareunia ("she just had sex and she hurting so bad"), stress ("super stressed") and breast discharge ("she haven't had much discharge from her nipples. Though its not really milky anymore, just clear and a little gooey.") And was found to have weight increased ("she had gain a lot of weight"). The patient was treated with midazolam and surgery (hysterectomy (full), salpingectomy(unilateral), oophorectomy (unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, depression, vaginal haemorrhage, anxiety, dyspareunia, stress, weight increased and breast discharge outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, hypersensitivity, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, breast discharge, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, stress, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 279 lbs. Date(s) of insertion: (B)(6) 2006 (discrepancy noted as per pfs). She received treatment for pelvic/ abdominal, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), genital bleeding, migration. She did not receive treatment for psych injury. Discrepancy noted: essure confirmation test(s) not performed but hsg test was already done. Date(s) of insertion: (B)(6)2006 (as per pif) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.2 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injury reported in this case, the following once were described in medical reports: abdominal pain, anxiety, menorrhagia, dysmenorrhea (cramping), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: social media received events " she just had sex and she hurting so bad, super stressed, she had gain a lot of weight, the fibers are when she was menstruating. Like stringy things coming from her lower lady part, she haven't had much discharge from her nipples. Though its not really milky anymore, just clear and a little gooey." Were added. Medical history was added. On 17-jul-2020: pfs received- onset of the event vaginal haemorrhage, menorrhagia and pelvic pain was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), fallopian tube perforation ('the essure device protrudes into the wall of the right fallopian tube at the cornu with surrounding inflammation and fibrosis') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "the fibers are when she was menstruating. Like stringly things coming from her lower lady part". The patient's medical history included headache, pseudotumor cerebri, disturbance of skin sensation, numbness in face, attention deficit/hyperactivity disorder, pregnancy (B)(6) 2004 and (B)(6) 2006), morbid obesity and abortion. Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2006 to (B)(6) 2006, stool softener from (B)(6) 2006 to (B)(6) 2006 and iron supplements from (B)(6) 2006 to (B)(6) 2006. Concurrent conditions included neuropathy peripheral, seizures, migraine, tobacco use disorder, hidradenitis, congenital genital malformation female, convulsions, menometrorrhagia, paratubal cyst, bicornuate uterus, inflammation and fibrosis. Concomitant products included intrauterine contraceptive device, nsaids from (B)(6) 2006 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2015 and progesterone from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), depression ("psych injury/depression/psychological or psychiatric problems condition: depression"), hypersensitivity ("allergy: other"), urinary tract disorder ("urinary problems: other"), bladder disorder ("bladder problems: other"), anxiety ("psych injury/ anxiety/mental anguish"), dyspareunia ("she just had sex and she hurting so bad"), stress ("super stressed") and breast discharge ("she haven't had much discharge from her nipples. Though its not really milky anymore, just clear and a little gooey.") And was found to have weight increased ("she had gain a lot of weight"). The patient was treated with midazolam and surgery (hysterectomy (full),salpingectomy(unilateral), oophorectomy (unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, depression, vaginal haemorrhage, anxiety, dyspareunia, stress, weight increased and breast discharge outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, hypersensitivity, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, breast discharge, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, stress, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 279 lbs. Date(s) of insertion: (B)(6) 2006 (discrepancy noted as per pfs). She received treatment for pelvic/ abdominal, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), genital bleeding, migration. She did not receive treatment for psych injury. Discrepancy noted: essure confirmation test(s) not performed but hsg test was already done. Date(s) of insertion: (B)(6) 2006 (as per pif) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.2 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injury reported in this case, the following once were described in medical reports: abdominal pain, anxiety, menorrhagia, dysmenorrhea (cramping), pelvic pain. Most recent follow-up information incorporated above includes: on 18-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), fallopian tube perforation ('the essure device protrudes into the wall of the right fallopian tube at the cornu with surrounding inflammation and fibrosis') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, pseudotumor cerebri, disturbance of skin sensation, numbness in face, attention deficit/hyperactivity disorder and pregnancy ((B)(6) 2004 and (B)(6) 2006). Previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2006, stool softner from (B)(6) 2006 and iron supplements from (B)(6) 2006. Concurrent conditions included neuropathy peripheral, seizures, migraine, tobacco use disorder, hidradenitis, multiple congenital abnormalities, convulsions, menometrorrhagia, paratubal cyst, bicornuate uterus, inflammation and fibrosis. Concomitant products included intrauterine contraceptive device, nsaids from (B)(6) 2006 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2006 to (B)(6) 2015 and progesterone from (B)(6) 2015. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), depression ("psych injury/depression"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), hypersensitivity ("allergy: other"), urinary tract disorder ("urinary problems: other"), bladder disorder ("bladder problems: other"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psych injury/ anxiety/mental anguish"). The patient was treated with midazolam and surgery (hysterectomy (full),salpingectomy(unilateral), oophorectomy (unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, depression, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, hypersensitivity, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2006 (discrepancy noted as per pfs). She received treatment for pelvic/ abdominal, dysmenorrhe (cramping), back pain, menorrhagia (heavy menstrual bleeding), genital bleeding, migration. She did not receive treatment for psych injury. Discrepancy noted: essure confirmation test(s) not performed but hsg test was already done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injury reported in this case, the following once were described in medical reports: abdominal pain, anxiety, menorrhagia, dysmenorrhea (cramping), pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs & mr received- new events abnormal bleeding (vaginal), depression, anxiety/mental anguish and the essure device protrudes into the wall of the right fallopian tube at the cornu with surrounding inflammation and fibrosis were added. Concomitant drugs and medical history were added. Patient¿s height was added. Reporter¿s information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), psychological trauma ("psych injury"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), hypersensitivity ("allergy: other"), urinary tract disorder ("urinary problems: other") and bladder disorder ("bladder problems: other"). The patient was treated with surgery (hysterectomy (full),salpingectomy(unilateral), oophorectomy (unilateral). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, back pain, menorrhagia, hypersensitivity, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2006 (discrepancy noted as per pfs). She received treatment for pelvic/ abdominal, dysmenorrhe (cramping), back pain, menorrhagia (heavy menstrual bleeding), genital bleeding, migration. She did not receive treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. Case was upgraded to incident (essure was removed). Events abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), genital bleeding, allergy (other), psych injury, migration, bladder/urinary problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.